Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to inflate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers and bifurcate. During functional testing, an in-house presto inflation device was used to inflate the balloon and water was noted streaming from the balloon. The balloon fibers were stripped and under microscopic examination, a pinhole rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the inflation issue and identified pinhole rupture as water was noted streaming from a pinhole rupture on the balloon under microscopic examination. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 04/2025.